Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear damage with customer mishandling and with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection ¿3.2 inspection of the endoscope¿ and ¿3.6 inspection of the endoscopic system". 3.2 inspection of the endoscope¿ ¦inspection of the endoscope 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 3.6 inspection of the endoscopic system"] ¦inspection of the objective lens cleaning function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 2. Release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. 3. While observing the endoscopic image, feed air after feeding water by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera small intestinal videoscope had air/water flow issues from the air/water flow system. The issue was observed during an observation, biopsy procedure. The procedure was completed with a short delay. No patient harm was reported with this event. The device was inspected before use, and no findings were reported. The device was returned to olympus for an evaluation, and the customer¿s allegation was not confirmed. The device evaluation did find that there were foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and device evaluation found that there were foreign objects in the nozzle. The customer¿s allegation was not confirmed. Additional device evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to damage on up/down knob, up/down knob did not move smoothly, due to slipping-out of lg (light guide) bundle, illumination was poor, adhesive on the bending section cover had a chip, connecting tube had a wrinkle, suction cylinder was shaved, due to damage on ccd (charged coupled device) unit, a noise image occurred, electrical connector had discoloration due to water leakage, and the light guide cover glass, up/down knob, lock engagement knob, lock engagement lever, plastic distal end cover, universal cord, grip, scope connector cover, switch box, control unit, suction connector, right/left knob, and protector of universal cord on suction connector side all had scratches. Information was provided by the customer regarding the reprocessing and cleaning of the device. They indicated the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known at the time. There was no delay to the start of pre-cleaning. The accessories used for reprocessing were normal and without issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.